Event description:
Account alleged the bed brakes were not holding when locked. No injury reported.

Manufacturer narrative:
Bed was out of service. Technician found the casters were not locking. Replaced all four casters to resolve this issue.